Event description:
It was reported that during a lap choley procedure, the device jammed. The procedure was completed with another device. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.